Event description:
It was reported that during ventricular tachycardia procedure, a tamponade was detected prior to the mapping procedure. The perforation occurred while inducing the ventricular tachycardia. A 4mm navistar thermocool catheter with the carto system was used as well as another catheter, manufacture unknown. It was reported by a physician that it is unlikely that a biosense webster product caused or contributed to the event. It was reported that all devices were evaluated with no malfunctions found.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart".